Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user went to the emergency room the day after insertion and removal procedure due to bleeding at insertion site.

Manufacturer narrative:
User reported an event where the user went to ER due to bleeding from two incision sites, one for a new sensor insertion and another for an old sensor removal. A stitch was put over the new sensor insertion site and wound glue over the removal site. .the user was advised to contact their hcp for medical guidance. No further investigation is required.